Event description:
When the baseplate was opened it would not fit on the screwdriver. After examination we found that there was a manufacture defect where the driver goes in. There was another baseplate available.